Event description:
It was reported that the patient complained of pain at the acl tibia tunnel area. Original implant date was (B)(6) 2011. The surgeon removed the screw; no revision required. Patient`s acl (allograft) graft was fully intact, no replacement screw or bone plug was needed. Minimal fluid around screw was noted. Nothing was tested for infection believed to be a reaction. The screw is in great shape and has barely started to break down. Patient is doing fine to date.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review not performed, lot number unknown. Returned device include one broken delta tapered biocomposite screw. Screw is broken approximately at the 5th thread from the distal end. There is longitudinal break at the proximal end. Observed condition of the device could have happened during explantation. As reported, the most likely cause of this type of event is an adverse reaction of the patient to the material implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation the potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.